Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer the fitting in the mst is rusty. No other information was provided. It was reported this occurred with six devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material in the kit was inconclusive due to the sample condition. A photograph of the implicated 4.5fr microintroducer kit was returned for evaluation. Multiple dark specks of foreign material were seen scattered within the package. It was reported that the foreign material was rust. However, the devices containing metallic components (e.g. The scalpel blade, needle cannulas, or guidewire) were obscured by the packaging sheaths. Therefore, it could not be determined if any of the components had rusted or if the foreign material originated from one of the kit components. It could not be determined from the photograph if the specks of foreign material were loose or if they were attached or embedded within the packaging material. The seals visible within the photograph appeared unopened. However, the chevron seal was outside the frame of the photograph; therefore, it could not be determined if the kit had been opened prior to the photograph being taken. As it is unknown if the kit had been opened, it could not be independently confirmed if the foreign material had been packaged in the kit or if it was introduced into the kit after it was opened. As the submitted photograph did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive at this time. A review of the manufacture quality and inspection records for the implicated product batch indicated no issues potentially related to product manufacture, assembly, and packaging. Manufacturing controls are in place to mitigate the occurrence of this type of failure. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer the fitting in the mst is rusty. No other information was provided. It was reported this occurred with six devices. This report addresses the first device.